Event description:
It was reported that after percutaneous coronary intervention, arteriotomy closure of a moderately tortuous and calcified common femoral artery was attempted using a perclose proglide device. Reportedly, during suture retrieval, after depressing the needle plunger until collar met the body of the device, when the operator pulled the needle plunger, no suture was on the needle. He pushed lever down and removed the device. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was confirmed, as indicated by the posterior cuff remaining loaded in the posterior foot pocket. Additionally, the anterior and posterior cuffs remained attached to the link and an anterior cuff tab was damaged. Based on the evidence found on the returned device, the posterior cuff was missed by the posterior needle confirming the reported experience of a needle-to-cuff miss. Additionally, one of the three anterior cuff tabs (measuring approximately 0.01 by 0.01 inches square) was broken off and was not returned with the device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.